Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A watchman ® laa closure device was successfully implanted during a left atrial appendage closure procedure. Transesophageal echocardiogram (tee) performed at the one year follow up appointment revealed thrombus on the face of the watchman. No further patient complications were reported.

Manufacturer narrative:
Upn corrected from unknown to (B)(4). Catalog/model # corrected from unknown to wu2406. (B)(4).

Event description:
It was further reported the implant procedure was performed in (B)(6) 2016. A 24mm watchman ® laa closure device was successfully implanted with complete occlusion, no leak and 20 percent compression. One partial recapture was necessary as the first deployment was too deep in the laa. The patient was to resume oral coumadin and aspirin daily. In (B)(6) 2016, a transesophageal echocardiogram (tee) was performed and no thrombus was noted. It was noted that the closure device was well-seated with a tiny leak by color and pulse wave doppler. The patient discontinued coumadin and started 81mg aspirin daily and 75mg plavix daily for 6 months. In (B)(6) 2017, a tee was performed prior to a bi-ventricular implantable cardioverter defibrillator generator change. The tee revealed thrombus on the left atrial side of the closure device. A leak measuring 0.39cm was also noted. The patient started taking 2.5 mg eliquis.